Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 (hardware low level failure). The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement no harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self test and displacement test. No pump error noted during testing. Unit was successfully downloaded using thump software. The history download confirmed pump error 63 (variable = 15, file= 2017 and line=147) on 14-nov-2024 at 13:41:23.000 and 13:47:11.000. Per engineering troubleshooting guide, it was determined that pump error 63 was trigger by hardware issue with the twi interface or ad5161 chip. Isolate to electronic assemblies. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Test p-cap locked into reservoir tube successfully. The following were noted during visual inspection: cracked keypad overlay, scratched case and cracked case. In conclusion, customer concern for pump error 63 was confirmed due to hardware issue. Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.